Event description:
It was reported that the patient presented to the hospital with inflammation of the urethra. A revision surgery was performed and the artificial urinary sphincter (aus) was removed. The patient was given inflammatory treatment and was set to recover. The hospital did not explain the treatment process in detail. A re-implant surgery was performed on (B)(6) 2021 and a new aus was implanted. The patient had a stable outcome following the surgery.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported product analysis did not identify a device malfunction and the reported inflammation could not be confirmed. The reported patient symptom is a known risks associated with artificial urinary sphincters and is noted as such in the device instructions for use. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff pillow tear was identified that appears to be consistent with tool damage that most likely occurred during the explant procedure. Since the damage most probably occurred during explant it is considered a secondary failure and not a product malfunction. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. Product analysis did not confirm a malfunction and is unable to confirm the reported inflammation. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of swelling was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient presented to the hospital with inflammation of the urethra. A revision surgery was performed and the artificial urinary sphincter (aus) was removed. The patient was given inflammatory treatment and was set to recover. The hospital did not explain the treatment process in detail. A re-implant surgery was performed on (B)(6) 2021 and a new aus was implanted. The patient had a stable outcome following the surgery.